Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 95% stenosed, 20 mm-48 mm x 3.0 mm-3.5 mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and moderately calcified artery. A 3.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during removal, it was noticed that the distal of the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.